Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on 03/2015 due to high blood glucose levels. The customer's blood glucose level was 1900 mg/dl. The customer also received no delivery alarms and the batteries had been draining quickly. The customer attempted to change the set several times but the blood glucose level would not go down. The customer was wearing the device at the time of call. The cause was diabetic ketoacidosis. The customer was treated with fluids and insulin through an IV. The customer's device was replaced, however nothing was returned for analysis.